Manufacturer narrative:
Ipg sc-1132 sn (B)(4): the complaint was confirmed. The device could not be charged nor linked. The device was cut open, and its data was successfully recovered with an external power source connected. The battery profile indicated that charging current was zero during the charging cycles. While connecting a known good battery, a charging was performed. The end of charging beeps present from the charger but the battery level was not increased. The charging circuit on the board was functioning normally but there was no charging current output from the asic-u2. It was determined that the battery management circuit in asic-u2 was no longer functioning. The source of the component failure was not known.

Event description:
A report was received that the patient's ipg was no longer charging. The physician suspected device malfunction. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Event description:
A report was received that the patient's ipg was no longer charging. The physician suspected device malfunction. The patient underwent an ipg replacement procedure and was doing well post-operatively.